Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip and cracked battery tube threads were noted. All buttons function properly. However, moisture damage was noted on keypad traces.

Event description:
Customer reported for keypad anomaly. Customer¿s blood glucose was 18.0 mmol/l. Customer was in the hospital because pump malfunctioned via the keypad not working and customer got high blood glucose. Customer tried changing the battery due to keypad issues, where numbers ramped up during a bolus, but keypad issues continued. Customer took manual injection for high blood glucose level in hospital. Advise customer the pump will need to be replaced. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.